Event description:
It was reported that during a da vinci-assisted general sleeve gastrectomy surgical procedure, the customer reported to technical service engineer (tse) that during setup recoverable fault, 23069 was observed. The customer stated that the universal surgical manipulator (usm) arm 1 was the issue. Tse verified 23069 errors in logs and walked the customer through a hard power cycle and emergency power off of the patient side cart (psc). The system powered back on and again and encountered a 23069. Tse inquired if the customer would be able to move forward with 3 usm arms or bring in another psc. The customer disabled usm arm 1 to continue with remainder three arms to resolve the error message. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the nurse reported that the ports were placed in the patient when the issue was first identified, however the robot was not docked yet. The universal surgical manipulator (usm) arm was disabled, and the procedure was completed as a 3-arm procedure. No patient demographics were available. No additional information was available.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi has received the usm and the fa is still in progress. The complaint was confirmed based on the field evaluation.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and the reported error was confirmed but not replicated. In the system logs, the error 1162 was found indicating a fault on the cannula, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the cannula was inspected but there were no faults identified. The complaint was confirmed but no replicated based on the failure analysis. The probable root cause may be attributed to a transient communication disruption in the axes controller spar cannula (acsc) board, leading to a cannula recognition issue on usm1.